Event description:
The customer called and reported receiving sensor error alarms. Upon removing the sensor, it was stated the cannula was broken in half. The customer's blood glucose was not known. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor; performed a visual inspection of the sensor and found the cannula was broken and missing the broken parts, unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.